Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the nurse cut power cord and batteries exploded. Additional information was received on (B)(6) 2017 stating that following the completion of the case, the battery pack was brought to the or desk where a screwdriver is kept. The battery pack exploded; employees were hit with the debris/chemical acid. There was no impact to the surgery (the event occurred after the completion of the surgery).

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record could not be performed as no lot number was reported for this complaint. Although product examination could not be performed as no product was returned for this complaint, the complaint was confirmed based on the reported event stating that the nurse cut the power cord. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the root cause of the batteries exploding was due to the nurse cutting the power cord to the battery pack.